Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have a broken conductor wire broken inside the yaw pulley within the bipolar yaw pulley, between the wire crimp the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken do not show damage. Correction: in the previous report, the b5 field was noted to include additional information related to a vessel sealer. However, that was included in error, and the customer response does not pertain to this complaint.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had a breakage of its energy wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was not related to insufficient, delayed or no sealing. The cut function was activation, but it was not able to cut the tissue. The vessel sealer worked and there were no errors. There was an audible sound while sealing. The tissue effect was observed during the sealing cycle. The tissue was never fully cut. The mesentery was the target tissue. There was no bleeding observed. The instrument is available for return. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the email was referring to the vessel sealer instrument. In a separate email, it refers to the fenestrated bipolar forceps instrument.